Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "level detectors:1 fail" error message. The user turned the system on and off three times and the error message disappeared. This only appeared on the first screen after boot-up and not during case. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.